Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 18 years and 8 months post implant of this aortic bioprosthetic valve, the patient is being eval uated for a transcatheter valve-in-valve replacement. The reason for evaluation was not reported. It was revealed on evaluation that calcium could be seen under the left coronary cusp (lcc), in the sinotubular junction and a possible thrombus on the left atrial ap pendage (laa). No intervention or adverse patient effects were reported.

Event description:
Additional information was received that reported the severity of aortic regurgitation as moderate. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2: outcome attributed to adverse event b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported subsequently, 26 days later, the patient had a second evaluation for a transcatheter valve in valve replacement. The reason for evaluation was not reported. It was revealed on evaluation that calcium could be seen under the left coronary cusp (lcc), in the right coronary artery and possible leaflet thickening with a possible thrombus on the left atrial appendage (laa). It was also reported that the mean gradient had increased to 26mmhg. No intervention or adverse patient effects were reported. Subsequently, 1 week later, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as aortic regurgitation and aortic stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a.4: patient weight b.1: adv evnt/prod prob: b.2: outcome attributed to adverse event b.3: date of event: b.5: event description e.1: initial reporter h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.